Event description:
A caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the issue and arranged to replace the pump. The customer was instructed to use a backup insulin pump to ensure continued insulin delivery and to follow instructions for returning the problematic pump to avoid additional charges. All necessary guidance was provided for setting up the replacement pump, including programming pump settings and connecting the continuous glucose monitor.